Event description:
International customer reported that the device readily inflated with air. The device was removed from service and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00551 for the other medwatch. The same pt is represented in each medwatch.